Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed no delivery during the no delivery test due to a faulty force sensor resistor. Unable to perform the occlusion test due to the no delivery alarms. A scratched lcd window, cracked battery tube threads and cracked reservoir tube lip noted.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the insulin pump was alarming no delivery repeatedly. Caller requested a replacement. The blood glucose reading at the time of the event was 849 mg/dl. Customer was vomiting. Caller had taken son to emergency room because the blood glucose levels were not coming down. Diagnosed diabetes ketoacidosis. Customer was admitted into ICU. The blood glucose was stabilized and instructed to use manual injections. The current blood glucose reading is 179 mg/dl. Nothing further reported.